Event description:
It was reported that the patient returned just a couple of weeks after implant placement at tooth location #31 thinking they had an infection. The patient stated that it has never felt quite right since it was placed. An exam showed mild gingival inflammation and ttp. Given the amount of tenderness the patient was feeling, the doctor recommended implant removal. Symptoms as a result of the event: pain, inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880 . Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. Zimvie received the implant for evaluation. Visual evaluation test was performed, there was signs of use. There was no damage, wear, or signs of malfunction that would contribute to the event. DHR review was completed for the subject lot number 1258130. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258130 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use, inadequate treatment planning or material selection. Therefore, based on the available information, device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.